Manufacturer narrative:
Initial testing found the generator functioned normally and within specifications. The generator passed the automated safety test and the high and low frequency leakage currents were specifically tested and were found to be normal and within specifications. During testing it was discovered that the pulse from the pulse width modulator was 6% high out of specification at 851 ns (spec 800 ns). This condition is not related to the reported incident. The generator was calibrated, cycled for two hours, fully tested and was found to function normally and within specifications. A cause to the reported incident cannot be reliably determined.

Event description:
Procedure: unk. Reportedly, during the procedure there was flame at the surgical site. This resulted in a burn to the pt's fat. Despite follow up inquiries, no additional info was provided about this event. No products, such as the esu handpiece being used with the device, were described. The reporter said besides this burn, there were no injuries to the pt.